Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 71 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of shortness of breath, dizziness and near syncope. The patient reported dark tarry stools for the past 2 days. Upon admission, the patient¿s hemoglobin 6.7 g/dl (hgb) and hematocrit 21.6 % (hct). The patient was transfused with 2 units of packed red blood cells (prbc) and was given continuous intravenous (IV) protonix. The patient¿s hgb and hct was still low the next day so the patient was transfused with 2 units prbcs on (B)(6) 2018. The patient¿s hgb and hct rose to 6.0 g/dl and 19.4%. On (B)(6) 2018 an esophagogastroduodenoscopy (egd) performed showed non- bleeding ulcers. The patient required another 2 units of prbc on (B)(6) 2018 for an hgb and hct of 6.4 g/dl and 20.4%. The patient's hgb and hct remained low and the patient required 2 units prbc on (B)(6) 2018; in which the patient¿s hgb and hct rose to 8.6 g/dl and 27.7% following transfusions. A video capsule endoscopy performed on (B)(6) 2018 showed a single non-bleeding angioectasia in the proximal to mid jejunum. Hgb and hct remained stable and patient was discharged home on (B)(6) 2018. Aspirin was discontinued. Patient will have a repeat egd in (B)(6). Anticoagulant at the time of event was aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.